Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient who was receiving morphine 5mg/ml; 0.4056mg/day via an implantable pump. Indication for use was failed back surgery syndrome and spinal pain. The date of the event was (B)(6) 2016. It was reported the pump was filled from a 5mg/ml concentration to 10mg/ml and a higher new dose of 0.4056mg/day for the bridge bolus two days prior. The old drug desired dose and the lowest new simple continuous dose was too high. The patient experienced a sudden change in therapy/symptoms noted as "not feeling well" and was nauseated. There was approximately 48 left of the current bridge bolus. The patient was brought in (B)(6) 2016 and the pump was filled with 7mg/ml. The catheter access port (cap) access, prime and withdraw was done to remove all 10/5mg concentrations. The patient¿s symptoms resolved shortly after this was completed. The pump was delivering morphine 10 mg/ml 0.48 mg/day and was currently delivering morphine 7mg/ml and bupivacaine 14mg/ml (dose unknown).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.